Event description:
The facility representative, director of biomedical lab, contacted a technical service representative to report a flo-gard infusion pump that was reported to have overinfused on a patient. There was no report of patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation; therefore, the condition could not be confirmed or duplicated and the assignable root cause could not be determined. If additional information or the device becomes available, a follow-up report will be submitted.